Event description:
It was reported that the patient underwent a procedure to treat l5 isthmic spondylolisthesis. It was reported that the cage backed out approximately 2 months post op. Approximately one year postop, the patient began to suffer from neurologic manifestation. A revision surgery was performed to remove the backed out cage however, per the report, cicatricial tissue prevented the surgeon from reaching the inserter hole of the cage. Instead, a part of the cage that migrated into the spinal canal was removed and left l4 and s screws were replaced with 7.5mm screws due to screw loosenings. No additional patient information is available at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: applicable imaging films were returned to the manufacturer for evaluation. Four lateral views of an instrumented fusion l4-l5-s1. Implant was initially well positioned in film #1. It moves posteriorly into the canal in films 2 and 3. The final x-ray shows removal of crosslink, removal of posterior aspect of cage (posterior nitinol marks gone) with repositioning of the spacer.